Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
The customer reported that the display head of the thermogard xp ivtm system ((B)(4)) was dark and unreadable. Another thermogard console was used to continue the ivtm therapy. The reported issue did not cause a significant delay in providing the ivtm treatment. Patient's status information was requested, but the customer did not provide a response.